Manufacturer narrative:
(B)(4). One companion cassette was received in reference to a connection issue. The set was placed on a machine for priming and no alarms were noted. All luers were open and closed without difficulty before and after priming. No manufacturing abnormalities were noted during visual inspection. This report was not confirmed in the lab. A batch review was performed on the associated lot with no issues noted. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number is known and a sample is available. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
Product surveillance contacted the caregiver on (B)(4) 2011. The caregiver stated she preferred the spikes as the luers were tougher to connect. The lot number of the luers was h10e26093 and a companion sample was available and requested.